Event description:
It was reported that the fenestrated bipolar forceps instrument cautery was not working during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system. No issues were found with energy activation. Failure analysis also observed that the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.